Event description:
It was alleged that during an infusion of epinephrine at 10mg/deciliter the pump alarmed for upstream occlusion. It was noted that blood backed up into the IV tubing. It was further noted that the infusion was interrupted and the patient became hypotensive. The customer reported that multiple tubing sets and pumps were used in an attempt to overcome the problem. Use of a syringe pump aided in maintaining the infusion. There was no resultant patient consequence or injury reported.